Event description:
It was reported that the patient presented in the operating room for device change out due to normal eri. During the procedure, the pulse generator exhibited back-up vvi operation. The device was successfully explanted as scheduled. The patient was doing well post procedure and would be continued to be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).